Event description:
It was reported that a pediatric patient experienced an underinfusion due to a low flow of a one-link device while infusing unknown total parenteral nutrition (tpn) and unknown lipids which led to a decrease in the infants blood sugar requiring additional medical intervention. The one-link cap was removed and the IV line was attached directly the hub of the extension set which was used to infuse tpn at 3.2cc/hour via a sigma spectrum pump and lipids were infusing at 0.65cc/hr via a non-baxter pump. The pressure on the baxter sigma pump was reported to be set at a low level (level unknown). The patient received a bolus infusion of d10 hypertonic glucose solution and recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned, or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Evaluation summary: the reported condition of no flow was confirmed through sample evaluation. A visual inspection of the used sample was performed. It revealed that the sample had been primed and the plunger of the syringe was manually depressed, this showed a no flow. The visual inspection also revealed that the outlet of the male luer was plugged, with what appeared to be plastic. The cause identified for the reported issue was the limitations of a non-baxter IV connector, which was attached to the baxter one-link needlefree IV set.